Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they broke out in blisters under the monitor glue which led to the patient turning the device off. The patient reported their weight at the time of event was (B)(6). No further complications reported and/or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that patient need assistance regarding their device because it was turned off and patient thought it needed to be turned on. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.